Event description:
Dexcom was made aware on 10/06/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with itching, burning, redness, inflammation, pimples, scar, pustules and infection on the needle puncture area, which occurred 2 days after the sensor had been inserted in the arm. The parent noticed there was a little bump on the patient´s skin. Then the next day after dialysis she picked up the patient and she noticed that the bump got bigger and that the patient was having fever. She took the patient to a clinic and the patient was diagnosed with infection and sent to the hospital. The parent took the patient to the hospital at 5:00 pm. There they treated the patient with IV medication : antipyretic and antibiotics vancomycin. The area was prepared with soap and water before placing the sensor on the body. The patient underwent surgery to remove drain the infection. The patient was discharged last friday (B)(6) 2024. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code - nodule.